Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported that when pressure is on the floor sensor mat there's an intermittent alarm tone. The sensor mat was in use with a working 8374 alarm. The sensor mat has no visual damage. There was no pt incident or injury reported.